Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor was removed and electrode was shorter and they "cannot find sensor signal alarm" occurred. The customer's blood glucose value was unknown. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base and found no broken cannula during analysis. Unable to confirm customer received sensor in said condition due to sensor returned opened/used.